Event description:
It was reported that this patient presented to the emergency room (ER) indicating that they had received shocks from their implantable cardioverter defibrillator (ICD) device. A review of device data indicated a total of five rounds of anti-tachycardia pacing (atp) device therapy and six device shocks were delivered that day. Three of the rounds of atp and four of the device shocks were indicated to be delivered during the patients sinus rhythm, which is inappropriate device therapy. Also, one of the rounds of atp resulted in the patient going back into a ventricular tachycardia (vt) rhythm, which was subsequently successfully treated by additional device therapy. The device used all programmed therapy, but the patients heart rate was slow enough after the last delivered device therapy that the device did not redetect and require any additional therapy. All lead measurements were noted to be within normal specification limits. Boston scientific technical services discussed with the ER healthcare provider the potential of programming on post-shock device detection enhancements. The device remains in-service. No additional adverse patient effects were reported.